Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the handle and the tube holders and the right plunger case and battery door were cracked. A review of the event history log (ehl) identified invalid syringe size. During the functional testing was unable to determine the intermittent of the invalid syringe size error. The customer must have tried to load an uncharacterized syringe. The physical damage verified during inspection, pump must have been dropped or mishandled by the customer. The root cause of the issue was customer induced for both reported issues. Replaced barrel clamp head and size pot for preventive. Replaced top case, right plunger case and battery door. Performed preventative maintenance and all functional testing. UDI information was unknown.

Event description:
It was reported that the pump exhibited a syringe size error and the case was damaged. No patient injury was reported.